Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl due to pump needing settings adjustments. Reportedly, the customer made adjustments to pump settings with a healthcare provider to resolve the issue. Customer declined to provide further information or undergo troubleshooting.